Event description:
Customer complaints were received for the architect stat troponin assay lot 74264un11 for demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. Instrument error codes, calibration failures, controls out of range, and imprecision in patient results have been reported. An accuracy testing protocol was performed and passed all specifications. Although testing met all acceptance criteria, a deficiency was identified due to an increase in complaint volume for lot 74264un11. Product recall was initiated per 21cfr806 on 13 april 2012. Product recall letter will be sent to all customers who received architect stat troponin-I lot 74264un11 indicating to discontinue use of and destroy any remaining inventory of lot 74264un11 according to the customer's laboratory procedures.

Manufacturer narrative:
(B)(4). Abbott has confirmed that architect stat troponin-I list number 2k41-28 lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use. As of (B)(4) 2012, there were (B)(4) complaints related to this issue, (B)(4) of which met MDR reporting requirements, resulting in (B)(4) mdrs. There have been no reports of injures related to this issue. Although the affected product was not distributed in the us, any subsequent complaints related to this issue that meet 803 reporting requirements will be submitted as mdrs.